Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed confirming the eri battery status. Verification of all electrical parameters demonstrated normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device was explanted due to eri. No adverse patient events were reported. Should additional information become available, this file will be updated.